Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the right ventricular lead exhibited high voltage lead impedance. The patient was brought in the clinic for follow-up. The device was successfully reprogrammed. The patient was stable prior, during and post event.